Event description:
Reporter alleged blood glucose device read 375 mg/dl in the morning and dosed 71 units of insulin. It was reported meter read 400 mg/dl in the afternoon, another 72 units of insulin was taken, and customer called doctor who advised she go to the emergency room (ER). Reporter stated ER measured 620 mg/dl one hour after the afternoon result and customer was admitted to hospital for 3 days. A request was made for the return of the suspect device and replacement product was sent.